Event description:
Device issue: difficult to remove. Time of device issue: during vessel closure. Adverse event: surgical removal, femoral artery repair, femoral-popliteal bypass, and embolectomy of the sfa. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, during removal, the device became stuck in the groin at the distal guide and sheath. The device was surgically removed and the femoral artery was repaired. Additionally, a femoral-popliteal bypass and an embolectomy of the superficial femoral artery (sfa) was performed. The patient was reported to be out of the intensive care unit and "doing fine." There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.